Manufacturer narrative:
On 30-aug-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: chest and back pain. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient suffered several unexplained systemic symptoms, including unspecified illness (breast implant illness). Updated reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6737398 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2-feb-2022, mentor received additional information regarding the revision surgery and the date of explantation. The patient underwent removal without replacement. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated. On 4-feb-2022, mentor received additional information regarding the patient¿s information and the patient¿s symptoms. The weight of the patient is 136 lb. CT scan indicated right-sided rupture prior to the revision surgery. The patient experienced right-sided grade ii capsular contracture. Upon explantation, the left-sided device was observed to be ruptured. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from a rupture and lymphadenopathy on the right breast implant. The patient was admitted to the emergency room because she had pain in her chest and back. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.